Manufacturer narrative:
The malfunctioning device has been returned to be examined as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Noted to have white lipids under the dressing leaking around insertion site. Called dr. Arnold to the bedside to evaluate. Stopped fluids, placed a piv. Discontinued the pcvl. After pcvl discontinued and no longer in patient I flushed the catheter with normal saline (per dr arnolds request) and the pcl line was noted to have a leak where the hard plastic ends and the line begins. This part of the pvcl was under the dressing. The leak only occurred when the line was occluded by hand. Line appeared to be functioning properly when not occluded and fluids came out of the end the catheter like it should.

Manufacturer narrative:
The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. The summary of their investigation is documented as follows: examination of the faulty sample returned did not show any defect. The catheter could be primed easily showing no leak. It is believed that the formation of a fibrin sheath could have caused the backflow of white lipids solution. This is the 3rd complaint about catheter leakage within the last 3 years, where no damage was found on the sample returned. Each catheter is leak and flow tested before packaging. Therefore, this complaint is not confirmed to be caused by a manufacturing issue. Corrective/preventative action: no corrective action has been initiated at this point in time. However, both vygon (B)(4) and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Noted to have white lipids under the dressing leaking around insertion site. Called dr. (B)(6) to the bedside to evaluate. Stopped fluids, placed a piv. Discontinued the pcvl. After pcvl discontinued and no longer in patient I flushed the catheter with normal saline (per dr (B)(6) request) and the pcl line was noted to have a leak where the hard plastic ends and the line begins. This part of the pvcl was under the dressing. The leak only occurred when the line was occluded by hand. Line appeared to be functioning properly when not occluded and fluids came out of the end the catheter like it should.